Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, a radial jaw 4 biopsy forcep was positioned in the esophagus of a patient with esophageal cancer. A biopsy was taken, consequently, bleeding occurred at the biopsy site. The bleeding was resolved with the placement of a resolution clip. The biopsy was completed using these radial jaw 4 biopsy forceps. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)